Manufacturer narrative:
A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The product ip-5037 is a part of the product part number 382-70 (concha column shelfpak, adult par) manufactured by ah and reported in this complaint. For this reason the device history record (DHR) of batch number 02j1302230 of part number ip-5037 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at later date, this complaint will be re-opened.

Event description:
The event is reported, via voluntary medwatch report, from the user facility as: the customer reports that the servo I ventilator would not pass pre-sue system test on the pt circuit test phase. Vendor service was called and through a series of checks, the problem was isolated to the humidifier column) concha column 382-70). Another concha column with a different lot number was used and all phases of the system passed the testing process.